Event description:
It was reported the procedure was to treat a mildly calcified and heavily tortuous lesion in the obtuse marginal artery. The 2.25x12mm rx xience skypoint stent delivery system (sds) was advanced however the stent dislodged from the balloon. The guideliner and guide wire were removed with the dislodged stent. The procedure was completed with another stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported stent dislodgement cannot be determined. Stent dislodgement may be attributed to several factors including, but not limited to, positive pressure during preparation, forced sheath removal, handling of the stent during preparation, interaction with patent anatomy, previously implanted stent(s) or accessory devices. In this case, it is possible that the device may have interacted with accessory devices during advancement which contributed to the reported stent dislodgement; however, without the device to examine, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.